Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the installed ECG does not pass the self-test. Available details indicate that the device exhibited symptoms of a critical failure. Philips recommended that the customer replace the device; however, it is unknown how the issue was resolved despite multiple attempts to obtain this information. Philips recommendation was to replace the device; however, it is unknown how the issue was resolved despite multiple attempts to obtain this information. It has been concluded that no further action is required at this time.